Event description:
The in-situ plate cutter snapped while cutting a piece of mesh. The customer had another cutter that they used to finish the case.

Manufacturer narrative:
Analysis in process, but not yet complete.